Event description:
Patient reported expericenig elevated blood glucose(400's mg/dl). Patient indicated that she visually inspected the insulin in the cartridge and it appeared to contain the same amount of insulin as in the morning.patient indicated that she disconnected from the device, replaced the piston rod,and attempted to prime the device. Patient indicated that insulin dripped from the end of the tubing. Patient indicated she was unable to provide the age of the adapter. Patient indicated that she switched to her backup device and her blood glucose returned to normal. Patient indicated that she believed the device caused the elevated blood glucose.